Event description:
Breast augmentation with mcghan textured surface implants [saline filled] in 1993. (B)(6) 2010, left implant deflated. Surgeon assured me everything was fine and just wait until right implant deflated and would remove. In 2018, I experienced arm pain and burning, pain above the clavicle, pain in center of chest. Went to numerous drs without a clear diagnosis. (B)(6) 2018, went to surgeon again because of concern with right breast hardening and enlarging. Once again, told the implant was fine and all my mammograms were normal. (B)(6) 2018, had my annual mammogram with a normal report. On (B)(6) 2019, I went to get a second opinion from a plastic surgeon. He contacted a radiologist where I had my last mammogram done in (B)(6). The radiologist pulled my mammogram and said I had a large seroma on the right breast. I am waiting for an appt, so the fluid can be withdrawn and tested for cancer.